Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use 5 needles and holders are loose with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from (B)(6) to english: connection to the needle was loosened and this occurred in several products. Customer reported that this might be a poor adhesion-related issue.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for hub collar separation with the incident lot was observed. Additionally, evaluation of the customer samples was performed and hub collar separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1277214 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented. H3 other text : see h.10.

Event description:
It was reported that prior to use (B)(4) needles and holders are loose with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, translated from japanese to english: connection to the needle was loosened and this occurred in several products. Customer reported that this might be a poor adhesion-related issue.